Event description:
It was reported that bd syringe 0.3ml 29ga 1/2in 7bag 420cas jp thumb press was separated. The following information was provided by the initial reporter: the customer's verbatim report (animal clinic) is that the thumb press was separated from the plunger rod.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 11/30/2021. H.6. Investigation: customer returned (1) loose 3/10cc syringe. Customer states that the thumb press was separated from the plunger rod. The returned syringe was examined and exhibited a broken thumb press. Unable to perform DHR check for thumbpress broken (separated from plunger rod) due to unknown lot number. Root cause for this defect cannot be determined. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd syringe 0.3ml 29ga 1/2in 7bag 420cas (B)(4) thumb press was separated. The following information was provided by the initial reporter: the customer's verbatim report (animal clinic) is that the thumb press was separated from the plunger rod.